Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that patient's lead was fractured. Diagnosis revealed all the contacts has invalid impedance, as a result, the lead was explanted. The physician was not able to place the new lead due to scar tissue, so the entire system was explanted.